Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the paddle lead was repositioned. The lead remains implanted.